Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any medical/surgical intervention and/or treatment rendered? The broken part was identified at the time of connecting the generator handpiece. The surgery was started and continued with another similar product. Did any pieces of the broken tip fall into the cavity of the patient? If so, what was done to retrieve the piece(s)? Where all the pieces retrieved? No pieces fell into the patient's cavity. Will the device and broken pieces be returned for investigation? The product will return for analysis, but the broken piece was discarded by the hospital.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2019 and the electrosurgical device was used. Pre-op, the tip that connects to the handpiece was broken. The broken part was identified at the time of connecting the generator handpiece. The surgery was started and continued with another like device. No pieces fell into the patient's cavity. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). It was reported that this device is not malfunction reportable. Therefore, the medwatch report is not reportable.